Manufacturer narrative:
Concomitant product: product ID 8516, lot# 61277069, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that there two occasions of fully occluded trial catheters. The first incident was (B)(6) 2013 when a 25 gauge needle was used to bolus the catheter, with difficulty in pushing. It was noted that only the one bolus was needed, as the patient responded positively to the first bolus. The reporter then tried again with another catheter a few days later (which was not implanted/or in use) to try to troubleshoot the prior event, and again encountered difficulty, as it was noted they ¿pushed as hard as he could through the connector, and still could not push fluid through it¿. The trial was used to deliver morphine. It was later reported that following the trial, the patient was implanted with a pump the same week.

Manufacturer narrative:
Device analysis was not complete at the time of this submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
Final analysis of the trial catheter device found no anomaly. With no trialing catheter inserted in the perifix connector, the hinged lock tooth portion of the clamp of the connector will occlude the inner lumen of the perifix connector. Both the customer¿s and a known good perifix connector were both tested with and without a trialing catheter inserted in the perifix connector. With no catheter inserted, the inner lumen of the perifix connector was occluded. With a trialing catheter inserted in the perifix connector, the catheter inside the perifix connector was patent. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.